Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
In approximately 2011, the patient began using the inratio system to monitor her inr. On or around (B)(6) 2015, the patient experienced hematuria and syncope episodes and was subsequently treated with vitamin k and plasma transfusions. The patient alleges the inratio system produced significantly inaccurate inr results which prevented medical providers from prescribing a safe and effective dose of coumadin in a timely manner, resulting in the reported injuries. No additional information was provided.

Event description:
In approximately 2011, the patient began using the inratio system to monitor her inr. On or around (B)(6) 2015, the patient experienced hematuria and syncope episodes and was subsequently treated with vitamin k and plasma transfusions. The patient alleges the inratio system produced significantly inaccurate inr results which prevented medical providers from prescribing a safe and effective dose of coumadin in a timely manner, resulting in the reported injuries. Historical records were obtained from alere home monitoring as additional information. These historical records indicate the patient was diagnosed with severe anemia and needed three blood transfusions. Furthermore, the records indicate the patient was using expired test strips.

Manufacturer narrative:
On 01/23/2018, historical records were obtained from alere home monitoring as additional information. The following sections have been updated to reflect the additional information: updated to include patient date of birth, updated to include additional information, reporter name and address)updated to include address and phone number.